Event description:
Healthcare professional (hcp) reports 3 fiber leaks noted at the onset of pt treatment. These fiber leaks occurred at reuse numbers 20, 29 and 29. New disposables used to continue the treatment. No pt injury or medical intervention reported.